Event description:
The article "safety and prognostic implications of mechanical circulatory support-assisted transcatheter edge-to- edge repair: the ocean-mitral registry" was reviewed. The article presented a prospective multi center study, to evaluate the outcomes of mcs-assisted m-teer in critically ill patients. Devices mentioned include mitraclip. The article concluded that mcs-assisted m-teer appears to be a viable and effective therapeutic strategy for carefully selected patients with significant mitral regurgitation and unstable hemodynamics. [The primary author and corresponding author was teruhiko imamura, the second department of internal medicine, university of toyama, , toyama, japan with corresponding email teimamu@med.u-toyama.ac.jp]. The time frame of the study was april 2018 to june 2023. A total of 105 patients were included in this study, of which 105 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included functional mitral regurgitation. (B)(6), unk mitraclip. Peri- and post-procedural complications included death, heart failure, prolonged hospitalization.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip device were reported in a research article in a subject population with multiple co-morbidities including functional mitral regurgitation. Complications reported included death, heart failure, prolonged hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.